Event description:
On (B)(6) 2021, a perceval valve pvs23 / m was attempted to be implanted. After declamping the aorta, the device functionality was checked at the echo. As a result, pvl (mild) was observed in the rcc direction. After re-clamping, further decalcification was performed. The sizing was performed again, and m size was re-implanted, but the leak did not subside. As a result, the operation was completed after clamping again and indwelling inspiris. Total crossclamp time is 76 min, midline incision.